Manufacturer narrative:
The insulin pump was received with missing segments on the display due to bleeding lcd glass. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. It was also received with cracked reservoir tube lip, missing end cap sticker and cracked case near the display window corners.

Event description:
The customer reported via phone call that the insulin pump has a dark spot on the display and lines in the middle of the screen. Blood glucose value was 53 mg/dl; treated with glucose tablets. The device was not dropped or bumped. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.